Event description:
It was reported that pump experienced malfunction. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction insulin injection using multiple daily injections. There was no need for third-party medical assistance. Technical support, and was guided through pump reset steps; malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction occurred again, and customer acknowledged these instructions.